Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that her device was removed within a year of implant because it didn't work very well for her and she went back on medication. The patient indicators for use are for urinary dysfunction/sacral nerve stim. No further complications were reported /anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient as they mentioned that due to nature of neurogenic bladder and residual urine, device was taken out. Patient weight was reported.